Event description:
Literature: ward a, hayden s, dexter m, scheinberg a. Continuous intrathecal baclofen for children with spasticity and/or dystonia: goal attainment and complications associated with treatment. J paediatr child health. 2009; 45(12): 720-726. Summary: this article reports a prospective study of goal attainment after intrathecal baclofen (itb) therapy and a retrospective review of medical records for complications in children with spasticity and/or dystonia. Goals were assessed at baseline and goal attainment at six months post-implant. The study ran from 1999 to 2007 with a minimum follow-up period of almost 8 months. Twenty-five children were included in the study, and there was goal attainment date on 16 children. Four patients experienced infection. No pt symptoms, treatment, or outcome were reported. The majority of infections were superficial wound infections that settled with antibiotics. Explant was required in only two cases, the cases were not specified.

Manufacturer narrative:
(B) (4).